Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025 around 1pm, the patient was at the grocery store and felt hot, the patient thought it was due to menopause, as the cgm reading was 112 mg/dl. A few minutes later, she passed out. An ambulance was called, and the paramedics took a bg reading which was 20 mg/dl and there was no cgm value reported. The patient did not remember the medication provided by the paramedics. She was taken to the hospital around 2 pm, where she was treated with unspecified IV medication. After 4 hours, they took another bg reading which was 20 mg/dl and the cgm reading was 97 mg/dl. She was transferred to another hospital and treated there again with IV fluids, juices, food, and a glucagon shot. The cgm was removed due to inaccurate readings. She was admitted overnight and sent home around 2pm the next day. At the time of the call the patient was okay. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when the patient passed out and when paramedics checked his bg. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that falls within the d zone of the parkes error grid on (B)(6) 2025. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.